Event description:
It was reported that the device packaging was compromised and was not used. This was found prior to the case. There was no patient involvement.

Manufacturer narrative:
Date sent: 07/08/2009. Evaluation summary: upon visual inspection of the package, it was verified that a large rip in the tyvek was present. Rip started with an impact from outside of package and ripped the tyvek. No carton was available to examine. This was determined to have resulted from handling outside of the packaging facility. Batch history records reviewed and no protocols, defects, non-conformances or quarantine noted.